Event description:
(B)(4). Upon inflating ring-anchor balloon "bursts" / air leak. No harm to pt.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Prior to shipment/ release the device is tested 100%. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed.